Event description:
Information received by medtronic indicated that the retainer ring was cracked and some of the insulin pump buttons were not responsive. The reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The insulin pump was also received with keypad unresponsive. Unable to perform the self test, displacement test and keypad voltage test due to keypad unresponsive. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu and continued testing. The pump passed the self test. No keypad unresponsive/keypad anomaly noted when using the test case. Keypad unresponsive was confirmed, problem isolated on the keypad assembly. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment, a serial number label fading and a broken belt clip rails. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Keypad unresponsive was confirmed, problem isolated on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.